Event description:
It was reported that during a diverting colostomy procedure, there was only one firing of the device with a green cartridge. The surgeon used the device to transect the rectal sigmoid junction. The firing was fine and the procedure was completed with no patient consequence. Several days later, the patient was ready to be released. Labs were done and they were fine. During that time, the patient started complaining about pain in the lower pelvis pubic area. A scan was done at the lower pelvis pubis area and something did not look right. The patient was taken back into the or and after opening the patient it was noticed that both ends of the staple line were fine, but the middle of the staple line was open. The surgeon used an ax55g to staple over the area. The surgeon stated that the tissue did not look necrotic and there was a good blood flow. The surgeon also stated that he did not see any malformed staples. The tissue was sent to pathology. The patient is stable at this time. The device was discarded.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: where there staples noted in the opening of the staple line? What did the staple form look like? What was the indication for surgery? What is meant the scan did not look right? Wait 15 secs prior to firing? Buttressing material used? Was pulsating used when firing? Was the anvil side up or down when firing? Were there issue with staple formation during primary operation? An intra-operative photograph was received. Based on the photographic evidence, a cause for the complication cannot be determined.

Event description:
(B)(4).

Manufacturer narrative:
(B)(6). Additional information provided: where there staples noted in the opening of the staple line? No. What did the staple form look like? There were no staples mid staple line. What was the indication for surgery? Advanced cervical squamas cell carcinoma what is meant the scan did not look right? Fluid in the pelvis. Wait 15 secs prior to firing? Yes. Buttressing material used? No. Was pulsating used when firing? No. Was the anvil side up or down when firing? Unknown. Were there issue with staple formation during primary operation? No issues noted with staple formation on proximal or distal staple lines. Female patient w/ advanced cervical squamous cell carcinoma that was detected late and had spread to rectum. Patient had undergone brachytherapy, radiation, and chemotherapy and had stents in both ureters. Diverting colostomy was planned with no resection and no re-anastamosis scheduled. Patient recovered very well in first few days. On release date 4-5 days post op) patient woke up with severe abdominal pain. CT scan ordered and fluid in the pelvis was identified. Surgeon brought patient back to the or for an exploratory laparotomy. Surgeon washed fluid in pelvis, but could not find a leak. Looked at rectal stump and found the stump was opened in the middle of the staple line. Bowel was pink and well vascularized. A stapler used 3 cm below stump with no additional issues. Patient was released one week later and is doing fine. A photograph of the rectal sigmoid junction transection was received. The photograph was taken days after the procedure. Unfortunately this photograph provides no evidence as to why the device did not staple the tissue. An x-ray of the staple line clearly shows that there are missing staples. There exist 44 staples on either side of the cut line in a virgin 60mm, 3 row cartridge. The malformed staples on either side of the gap along with missing staples, suggests that possibly another device was used that cut the staple line out of the tissue causing damage to the already deployed staples. Unfortunately, there is not enough evidence to determine root cause of the complication.